Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg value was provided. Reportedly, the customer's health care provider adjusted the settings on the pump and the customer reported that their bg levels have decreased after administering boluses with the pump. With the assistance of their spouse, the customer consumed honey, glucose tablets, and juice to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.